Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported touchscreen is not functioning. The device was not inpatient use at the time the reported issue was discovered. There was no reported patient or user harm. The service technician confirmed the reported issue. The service technician replaced the assembly, touch frame. All tests in short self-test (sst) and extended self-test (est) passed.